Manufacturer narrative:
Philips has investigated this complaint. According to the information procedure got delayed and it was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not power on - a blue screen error occurred. Upon functional test fse found host pc os disk error. The fse replaced the host pc os disk and installed the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on - a blue screen error occurred. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified an issue with the hard disk. Fse proceeded to replace the hard disk and confirmed system was returned in good working conditions.